Event description:
Reportedly, on (B)(6) 2024, during an implantation attempt, the vega r52 atrial lead with sn: (B)(6) was then implanted. Upon initial measurement of the electrical parameters (retracted helix), the impedance and detection values were within range; however, the ra pacing threshold, 6 v at 0.5ms, did not capture the atrium. Similarly, when the helix was extended, the threshold measured was 6.2 v at 0.5ms. The lead was repositioned, measuring the threshold with the helix retracted and then with the helix extended in another location. Once the helix was extended, the threshold value was 4 v at 0.5ms, so another position was sought to place the lead because it was above the optimal range. A couple more attempts were made to reposition the atrial lead in the same way as the above-mentioned attempts, trying to get a lower pacing threshold value, unsuccessfully. When trying to reposition the lead, the helix did not retract, which was confirmed fluoroscopically. Then, when the lead was removed outside the patient it retracted abruptly, but it was not possible to extend the helix again on the operating table. Therefore, it was decided to discard the vega r52 lead and use an abbott tendril 2088tc sn: (B)(6) atrial lead, which was implanted on the first attempt without complications and obtaining all the parameter values (impedance, detection and threshold) within the optimal range. It should be noted that the impedance and detection values were within the range in each of the repositioning attempts of the vega r52, the only value that was not within the range was the ra pacing threshold.

Manufacturer narrative:
Summary of the investigation: as received the screw fixation was extended. The fixation mechanism operated as specified. Some x-rays were performed and revealed all the components of the lead were free from any damage. The mechanical, and dimensional measurements were within specifications, and review of the associated manufacturing records revealed no evidence of inconsistency during the manufacturing process that could be related to the reported screw mechanism issue. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported high threshold value. Additional tests were performed to measure the impedance in dry and wet conditions. The tests did not reveal any abnormal impedance values or current leakage between the conductor lines (either at the distal or proximal level). The reported high atrial threshold (4v) and the difficulty experienced during the implantation attempt with the repositioning of the lead may most probably be attributed to the target site(s) or to the patient physiology or to the screwing of the lead in the atrial cavity. A lead issue is not suspected to be related to the reported problem. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6) 2024, during an implantation attempt, the vega r52 atrial lead with sn: (B)(6) was then implanted. Upon initial measurement of the electrical parameters (retracted helix), the impedance and detection values were within range; however, the ra pacing threshold, 6 v at 0.5ms, did not capture the atrium. Similarly, when the helix was extended, the threshold measured was 6.2 v at 0.5ms. The lead was repositioned, measuring the threshold with the helix retracted and then with the helix extended in another location. Once the helix was extended, the threshold value was 4 v at 0.5ms, so another position was sought to place the lead because it was above the optimal range. A couple more attempts were made to reposition the atrial lead in the same way as the above-mentioned attempts, trying to get a lower pacing threshold value, unsuccessfully. When trying to reposition the lead, the helix did not retract, which was confirmed fluoroscopically. Then, when the lead was removed outside the patient it retracted abruptly, but it was not possible to extend the helix again on the operating table. Therefore, it was decided to discard the vega r52 lead and use an abbott tendril 2088tc sn: (B)(6) atrial lead, which was implanted on the first attempt without complications and obtaining all the parameter values (impedance, detection and threshold) within the optimal range. It should be noted that the impedance and detection values were within the range in each of the repositioning attempts of the vega r52, the only value that was not within the range was the ra pacing threshold.